Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported by customer they have had recurrent instances of the 27g needle having holes toward the top part by the hub.

Manufacturer narrative:
(B)(4) follow up. Recurrent instances of needles having holes near the proximal area adjacent to the hub was reported. Because a physical sample was not returned, a comprehensive evaluation of the device could not be performed. To support the investigation, the quality team reviewed a single photograph provided by the customer. The image depicts a white plastic tray containing three syringes, one green marker, and two needle assemblies without blister packaging, one with a pink hub and one with a gray hub. No additional, confirmatory details could be determined from the photograph. A device history record review was completed for material number 301651, lots 5225620, 5265424, and 4261319. This review did not identify any manufacturing nonconformances, in-process issues, or inspection results that would be expected to contribute to the reported condition. No related quality notifications were identified, and all processes and final inspections were documented as meeting specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation, including the limited photo review, the reported symptom could not be verified. In the absence of the actual physical sample, a definitive assessment and probable root cause determination cannot be provided.